Manufacturer narrative:
The customer contacted the customer care solutions center (ccsc) for troubleshooting/evaluation of the device. The ccsc recommended customer to replace the speaker. The customer later called back stating that he replaced the speaker, but the problem persists. The ccsc advised customer to check all connections. The customer thinks that he has a bad connections to the main board and requested a replacement under contract. After the customer replaced the main board, he observed that the touchscreen is not working. This was due to customer not resetting his serial number and select all applicable configurations for this device. The ccsc walked customer through resetting the serial number and then selected touchscreen, wireless and predictive options in the configuration menu. The customer was also provided with vs4 battery part number 989803194541 as requested. The battery is only for restocking purposes and no allegation of a malfunction.

Event description:
The customer reported a speaker malfunction error 881. Customer ran audio test and does not hear the three audible tones. The device was not in use on a patient at the time of the event.